Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Device two had bent blades and had a broken needle lodged in the right jaw. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product (excessive manipulation) which would have caused or contributed to the reported incident. The should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a bariatric procedure, the customer noticed that the product was defective, had difficulties in toggling, loading, and unloading. A new device was opened in order to complete the case. There was no patient injury involved regarding to the event.